Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). Will not be returned to manufacturer.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 240 mg/dl (compact) and 90 mg/dl (aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has any compact strips. Replacement was sent.